Event description:
The customer reported a ventilator experienced a high pressure regulation alarm while hooked to a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.